Event description:
Boston scientific received information that this patient received 4 shocks for atrial tachycardia. At this time, the physician chose to monitor the patient. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Boston scientific technical services (ts) was consulted and stated that the device met initial detection enhancements in the monitor only zone, and once the rate got faster, no detection enhancements are used so the patient received therapy. Ts also suggested some programming options to optimize that monitor only zone which might better utilize detection enhancements for this patient.